Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 22.4 mmol/l at the time of incident. The customer was treated with insulin pen. Customer had using the insulin pump system within 48 hrs of reported high blood glucose event. Customer stated that the insulin pump had hardware low level failure analysis. The insulin pump will not be returned for analysis.